Event description:
The micro sagittal saw was returned for service. Upon eval at the MFR, it was found to run without user activation. No pt or user injuries were reported, and there were no adverse consequences.

Manufacturer narrative:
Upon disassembly, the tps coated flex assembly was found to be corroded. The presence of a damaged tps coated flex assembly could cause or contribute to the handpiece running without user activation.